Event description:
It was reported the generator was on and in use. When the surgeon went back to use it, the screen had "-,-" on the screen and the cut and coag could not be activated. It shut off and had to be turned back on and the case resumed. There was no affect on the pt.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the unit was rec'd in poor condition with scratches on upper lid surface. The front panel had many scuffs and scratches. The power cord was also rec'd. The unit delivered rf energy correctly into fixed resistors. The unit exhibited 8 e9 errors on the last day of use, this may have caused the rep to believe the unit was failing. Prior to the last day of use the unit exhibited an f5 fault at boot and an f6 fault in the middle of a case. An f5 fault will occur when the dc power supply boots into an uncertain state. For safety reasons, the system must be power-cycled before it can deliver rf energy. An f6 fault occurs when the communication between the ucb and the rf controller gets garbled. For safety reasons, the system immediately shuts off energy and requires a power-cycle before it will again deliver rf energy. This issue is addressed by twisting the wires in the ucb-to-rf controller cable harness. Applicable hardware and software upgrades were performed and the appropriate repairs/replacements were completed. The unit passed final testing and was recertified for use.